Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 6.2mmol, 8.8 mmol, 33.3 mmol. Tests were done within 10 mins with a difference of 99%. Pt did not exprience any adverse events. No further info has been reported .